Manufacturer narrative:
(B)(4). Evaluation results: treatment of a dissected penetrating ulcer, occlusion, small aortic bifurcation, short aorta. Conclusion: small aortic bifurcation, short aorta.

Event description:
An endurant stent graft was implanted into a pt for the endovascular treatment of a dissected penetrating ulcer of the abdominal aorta, approx one month ago. Vessel morphology was reported as an aortic neck diameter of 14 mm and an aortic bifurcation that measured 12 mm in diameter. The aorta was 9 cm long from the lowest renal artery to the terminal aorta . It was reported that after the bifurcated stent graft and contralateral limb were implanted there was no pulse on the right ipsilateral side. Images showed that there was no out flow on the right side because of the small terminal aorta. The physician implanted another manufacturer's balloon expandable stent to open the limb; however, the left side closed at the level of the terminal aorta (see file # 2953200-2011-00743). The physician then implanted another manufacturer's expandable stent on the left side to keep the limb open. There was good bilateral flow at the end of the procedure. No clinical sequelae were reported, and the pt is fine.